Manufacturer narrative:
This complaint is based on a physician comment, and a specific device was not identified. As a specific device was not identified, a review of the lot history record and a review of the complaint history could not be performed. Based on available information, a cause for the reported clips opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through a general comment that multiple physicians believe the second clips implanted during mitraclip procedures are opening after deployment.